Event description:
It was reported that the patient experienced hyperglycemia that progressed to diabetic ketoacidosis (dka), requiring admission to bedford hospital south wing. She had administered a meal bolus of 6.5 units of insulin to cover 80 grams of carbohydrates from a late meal before going to bed. During the night, she awoke feeling nauseous, extremely thirst, and with a severe headache, initially attributing to the symptoms to the meal. On checking, both her controller and dexcom app displayed "high" (>22.22 mmol/l, >400 mg/dl) glucose readings. In response, she changed to a new pod and gave herself a correction bolus of 10 units at 6:55 am. However, upon arrival at the hospital, her blood glucose was measured at approximately 33 mmol/l (594 mg/dl). She was treated with IV saline fluids for dehydration and, later that morning, received further bolus of 6 units of insulin administered by the medical team. On removal of the pod, the cannula was found to be bent, raising concern that it may not have been properly inserted. The patient believed the episode was caused by diabetic ketoacidosis (dka) and dehydration. The pod was removed and discarded and a new pod was activated once she returned home. She was discharged the same day following stabilization.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis this condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.